Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-04381. It was reported that rotawire fracture occurred. The target lesion was located in the moderately tortuous circumflex artery (lcx). A 330cm rotawire was placed into the circumflex coronary artery followed by rotablator burr, overstepping the bifurcation with the left anterior descending artery (lad) and going through the circumflex artery that formed an angle with the left main of approximately 90 degrees. When the rotablator burr was activated to ablate the calcium, instead of moving forward on the rotawire, it moved straight not following the track and went straight in to the lad coronary artery and the rotawire broke. The procedure was completed with another of the same device and the broken part of the rotawire was stented against the artery wall. No further patient complications were reported and the patient's condition was stable.